Event description:
It was reported to boston scientific corporation that following implantation of an obtryx transobturator mid-urethral sling system, the patient developed dyspareunia. Reportedly, the obtryx was placed under the vaginal mucosa under tension, "probably due to shrinking."reportedly, the obtryx device was partially removed (specifics unknown) during a procedure on (B)(6), 2011. The patient's pain subsequently disappeared, but she redeveloped stress urinary incontinence.all other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.